Event description:
It was reported that the patient had a stimulator implanted for pain down the leg and apparently it wasn¿t working, and a loss of therapeutic effect was reported. The patient stated she got it charged up, and a couple of weeks ago she discovered it wasn¿t working. It was noted since implant she had used it about once every six to eight weeks. Primarily the patient was on a fentanyl patch but sometimes toward the end of the three day period her leg would start to jump so she would use stimulation then. If her leg jumped and if she couldn¿t go to sleep she would use it. The last time stimulation was used was two months ago. It was unknown how long it had been since the patient recharged. The patient would usually recharge when it would be empty or low. The patient hooked up with the implantable neurostimulator recharger (insr) to see if stimulation could be restarted. It was noted the red light was on and the connector pin was not loose/bent/broken. The insr antenna was placed over the implantable neurostimulator (ins) and the green start charge button was pressed. The charge status screen with an empty blinking battery and coupling boxes were seen. It was reviewed with the patient that they probably lost stimulation because their battery charge was too low to provide stimulation therapy. It was noted as soon as it was full enough she should be able to start stimulation back up. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(4) 2008, product type: lead. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also reported that they received assistance from the manufacturer¿s representative and their concerns were resolved per phone call on (B)(6) 2014. If additional information is received, a follow up report will be sent.